Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon could not be pressurized, and back bleeding was confirmed in the deflator circuit when tried to dilate after crossing the lesion. It was then judged that the balloon ruptured, and usage was discontinued. The device was removed from the patient's body without any problem. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.